Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose level was 130 mg/dl. Customer reports they were able to clear the alarm. Customer able to complete rewind. Customer advised to remove current battery from insulin pump and insert a new battery but insulin pump alarmed unexpected restart. The insulin pump will be returned for analysis.